Event description:
During baxter's eval of a spectrum pump, evidence of tampering was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. When the device was powered on, serial number (B)(4) displayed. Review of the device history records for both devices shows the processor pcb belongs to the device with serial number (B)(4). This is an indication that the pcb was not original to the device and was installed outside the factory, an operation that is not permitted. Additionally, both unit (B)(4) and unit (B)(4) belong to the same facility. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components and rendering the unit irreparable. The device could not be repaired and has been removed from service.